Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the light blue main body of the twist clamp on a minicap extended life pd transfer set. This issue was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with the minicap on the dark blue connector and the twist clamp in closed position. Visual inspection with the naked eye and magnification noted multiple cracks/damage on the main body. The reported condition was verified. The cause of the condition could not be determined, however, was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes or cleaning agents that damaged the transfer set materials during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.